Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with no vibratory alert on the device. Altering vibration duration was not successful. The patient will be monitored via merlin.net transmission.